Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was having speed drops and power surges, but his hemodynamics were stable. The pump power was also increased and the hospital suspected thrombus.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.